Manufacturer narrative:
The customer¿s test strips were requested for return. No product is expected to be returned related to this case. According to the operator manual, the blood sample has to be collected without pressing or squeezing the finger too hard. Operator manual states: "immediately after lancing, massage gently along the side of the finger to obtain a good blood drop without pressing or squeezing too hard." The customer was taking antibiotics during the affected time frame when the comparison to the lab took place. Per product labeling, when other medications, like antibiotics, are taken simultaneously it can lead to either an increase or a decrease in prothrombin time. Product labeling states: "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr)." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable inr results with coaguchek xs plus meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 7.2 inr. The result from the laboratory was 4.2 inr. The results were within 10 minutes of each other. The customer¿s therapeutic range is 2.0-3.0 inr. The customer squeezed the finger to obtain the sample; the sample was thin and runny. The customer realized that the issue is with the patient's blood and the bleeding technique. They provided no additional information.